Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus medical systems corp. For evaluation. The manufacturing history of the subject device was reviewed, with no irregularities noted. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the device is received a later time, this report will be supplemented.

Event description:
The subject device was used during an abdominal left hemicolectomy. The probe of the subject device was damaged during the activation with grasping a soft tissue. Then the probe broke when the user cleaned the subject device with soft wet cloth. The procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus. The evaluation confirmed that the probe broke off at 17mm from the distal end, and there was no scratch around the broken part of the probe. The shape of the fracture surface showed that the crack was spread. The manufacturing history of the subject device was reviewed, with no irregularities that related to this phenomenon noted. This type of the probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ultrasonic output was activated while twisting the device when grasping tissue, consequently causing the unbearable load to the device and the probe was broken. The instruction manual of this device indicated below. Do not apply the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. The probe may be damaged by interference with the internal parts or load increases, which could result in the tip breaking and dropping it inside the body cavity.